Event description:
It was reported that following the implantation of an elevate anterior graft, "the patient was "'discharged with indwelling catheter" as "standard of care practice." The underlying reason for the catheter was not clarified. The event was considered resolved/recovered with no sequelae on (B)(6) 2015 and "no additional treatment required, patient is doing well." There were no further patient complications reported as a result of this event.